Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the absorb, bioresorbable vascular scaffold system (bvss) instructions for use as known patient effects of coronary scaffold procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2013, a 3.0x18mm absorb bvs scaffold was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. Starting on (B)(6) 2016, the patient experienced angina for a week, requiring hospitalization on (B)(6) 2016. Per angiography, 60% scaffold stenosis was noted. Medication was provided. The event resolved without sequela. On (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.